Event description:
The pt had two leads with the same lot number. It was reported both trial leads showed invalid impedance during a trial procedure. After the trial cable was connected and disconnected one of the leads showed normal impedances, but the other kept showing invalid impedance. The sjm rep attempted replacing the trial cables and the mts without success. The physician replaced the lead and resolved the impedance issue. The trial procedure was extended for about 30 mins.

Manufacturer narrative:
Results: the complaint was not confirmed. The lead was returned undamaged and passed all functional tests. We could not identify any defect that would contribute to the reported issue. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.